Event description:
The customer called technical support (ts) reporting that the device was alarming, could not clear the alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed the event log for the time of the reported alarm, no check vent or vent inop alarms present. Low vt and patient disconnect alarm logged numerous times. Customer is performing the performance verification test (pvt) to verify vent operation and having issues with o2 staying at 52 psi even with o2 disconnected. Advised to remove the o2 transport manifold for testing. With manifold removed the o2 went down to 0 psi as expected. Customer will perform full successful pvt before placing into service. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain information regarding device repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.